Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during routine post-implant testing this right atrial (ra) lead was found dislodged. A revision procedure was performed wherein the lead was successfully repositioned without consequence to the patient. This lead remains in service.